Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2012. During the procedure, the surgeon had difficulty getting the acetabular liner to seat in the acetabular cup. The procedure was eventually completed, but only after a delay of more than half an hour had occurred.

Manufacturer narrative:
Explanted date - device remains implanted. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00697 / 00698).